Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was missing the clip. This was discovered before use. The following information was provided by the initial reporter: when the nurse used the indwelling needle to the patient, she found that there was no clip, so she should replace one in time.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9106908. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Retained samples were evaluated and contained all parts of the device. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was missing the clip. This was discovered before use. The following information was provided by the initial reporter: when the nurse used the indwelling needle to the patient, she found that there was no clip, so she should replace one in time.